Event description:
It was originally reported that loop was badly formed. Upon preliminary evaluation in 2007, the device was found to have wire in the tip causing straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.